Event description:
Customer called to report high blood glucoses and hospitalized diabetic keto-acidosis. Also stated the driver's assy spring clip was loose. Device was not dropped, bumped, or exposed to moisture.